Manufacturer narrative:
Complaint conclusion:  it was reported, during an endovascular aneurysm repair (evar) a maxi ld f7 110 15x40 percutaneous transluminal angioplasty (pta) balloon catheter was delivered to the lesion and inflated. However, it ruptured approximately at its nominal pressure. It was replaced with a new balloon catheter. The procedure was finished successfully. There was no reported patient injury. The patient¿s information was unknown. The target lesion was unknown. The patient¿s vessel level of tortuosity and calcification was unknown. The rate of stenosis was unknown. The device was stored and handled per the instructions for use (IFU). There were no anomalies noted when the device was removed from the packaging. There was no difficulty in removing the stylet or any of the sterile packaging components. There was no difficulty in removing the product from the hoop. There was no difficulty in removing the protective balloon cover. The device was prepped per the IFU. The device was prepped normally (i.e. Maintained negative pressure). There were no kinks nor other damages noted prior to inserting the product the product into the patient. The product was removed intact (in one piece) from the patient. No additional information is available. The device was not returned for analysis. A device history record (DHR) review of lot 17397132 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the balloon burst could not be determined. Based on the limited information available for review, vessel characteristics (although unknown) may have contributed to the reported balloon burst as calcification/resistance lesion can damage the balloon. According to the instructions for use, which is not intended as a mitigation, ¿in vitro testing has shown that with 95% confidence, 99.9% of the balloons will not burst at or below the rated pressure. Balloons should not be inflated in excess of the rated burst pressure. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
It was reported, during an endovascular aneurysm repair (evar) a maxi ld f7 110 15x40 percutaneous transluminal angioplasty (pta) balloon catheter was delivered to the lesion and inflated. However, it ruptured approximately at its nominal pressure. The device was stored and handled per the instructions for use (IFU). There were no anomalies noted when the device was removed from the packaging. There was no difficulty in removing the stylet or any of the sterile packaging components. There was no difficulty in removing the product from the hoop. There was no difficulty in removing the protective balloon cover. The device was prepped per the IFU. The device was prepped normally (i.e. Maintained negative pressure). There were no kinks nor other damages noted prior to inserting the product the product into the patient. The product was removed intact (in one piece) from the patient. It was replaced with a new balloon catheter. The procedure was finished successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The patient¿s information was unknown. The target lesion was unknown. The patient¿s vessel level of tortuosity and calcification was unknown. The rate of stenosis was unknown. No additional information is available.